Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a photo of the complaint was returned by the customer. The complaint that the infusion set leaked was verified by the leakage photo provided by the customer. A device history record review could not be performed on model 2426-0500 because a valid lot number was not provided by the customer. Without the physical sample, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: bd alaris infusion set leaked while administering propofol to a patient.